Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a physician who contacted the company to report adverse events and a product complaint (pc), concerned a male patient of unknown age and origin. Medical history and concomitant medication were not provided. The patient received human insulin isophane suspension (rdna origin) injections (humulin n) from cartridge, via reusable pen (humapen savvio blue and humapen savvio unknown color) up to four times a day, from 20 units to 41 units. Route of administration, indication for use and start therapy date were not provided. He was also on human insulin (rdna origin) injections (humulin r) via pre-filled pen (kwikpen) and started on unknown date. Dosage regimen and indication for use was not provided. On an unspecified date after starting human insulin isophane suspension therapy, the amount human insulin isophane suspension being delivered by his humapen savvio (unknown body type) did not match the amount dialed for the injection and the supply was jerky with apparent inconsistent pressure on the delivery button. This broken pen caused him damaged for infection cause (as reported) ((B)(4), lot number unknown). On (B)(6) 2019, he started to use the new humapen savvio blue color. On the night of (B)(6) 2019 at 18.30 hours, his savvio pen (blue) broke, it was further described the injection screw was the part that was broke, and he was unable to have the injection on time, so his blood sugar level went up to 32 (no units or reference ranges were provided) and was closed to passed away ((B)(4) / lot number 1403v12). This event (blood sugar level went up) was considered serious due to its medical significance. On an unknown date, he had experienced military injuries incurred as a combat medical officer. He had bulbar amyotrophic lateral sclerosis (als) (sometimes referred to as primary lateral sclerosis) with multiple spasms of upper body specifically affecting pulmonary and neck regions. He was disabled with this terminal illness. His military injuries were not helping his diagnosis. As of (B)(6) 2019, his humulin kwikpen had inappropriate spring mechanism. He was damaged fighting alongside american troops and was disabled military veteran. The event of primary lateral sclerosis was considered serious due to disability. Reportedly, he would stop breathing while he was talking. Information regarding corrective treatment, outcome of the events and human insulin isophane suspension treatment status was not provided. The status of human insulin was not provided. The operator of the pen was his caregiver and his/ her training status was not provided. The general humapen savvio (unknown body type) duration of use, general humapen savvio unknown color duration of use was not provided. The suspect humapen savvio (blue) general model duration of use was unknown. The suspect humapen savvio blue color duration of use was four weeks. The action taken for humapen unknown color was unknown. The supect humapen savvio blue was returned to the manufacturer on 08may2019. The reporting physician assessed the event of high blood sugar was related to human insulin isophane suspension treatment and to the humapen savvio blue color. The reporting physician did not provide an assessment of relatedness between the event of infection and human insulin isophane suspension treatment and related it to the broken pen (probably to the other humapen savvio, unknown body type). The reporting physician did not provide an assessment of relatedness between the remaining events and human insulin isophane suspension treatment or humapen savvio blue color or humapen savvio, unknown body type. The reporter did not provide the relatedness opinion between the events and human insulin treatment. Update 07-mar-2019: additional information was received from initial reporter on 01-mar-2019. Added one serious event of primary lateral sclerosis, non-serious event of military injuries, device age for humapen savvio blue. Updated the as reporter type to physician of the initial reporter, as reported causality for the events of high blood sugar to humapen savvio blue and infection to humapen savvio, unknown body type. Updated the causality statement and narrative with new information. Edit 07mar2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 21mar2019: upon internal review of information received on 27feb2019, updated device coding associated with (B)(4) from a humapen savvio graphite to a humapen savvio unknown color, and additional information received on 20mar2019 from the global product complaint database was processed together: entered the device specific safety summary (dsss) and updated the medwatch and european and canadian (EU/ca) device fields for the suspect device associated with (B)(4). Corresponding fields and narrative updated accordingly. Update26-mar-2019: additional information was received from initial reporter on 21-mar-2019. Added the new suspect drug and a concomitant device. Updated the as reported causality and listedness for the event with new suspect drug. Updated the line listing comment and narrative with new information. Update 27-mar-2019: additional information was received from the affiliate on 21-mar-2019. (B)(6) ((B)(6) ) was rejected due to the pc was cancelled and all information was added to pc 4653446. No new adverse event or product information was received. Update 13-may-2019: information was received from the initial reporting consumer on 08-may-2019, did not contain any medically significant information. The defective malfunctioning unit was received by the quality department on 08-may-2019. No other changes done to the case. Update 05jun2019: additional information received on 05jun2019 from global product complaint database. Recoded the suspect device from humapen savvio (unknown color) to a humapen savvio (blue). Changed the lot number from unknown to 1403v12 for product complaint (B)(6) relating to the humapen savvio (blue). Updated the return status to returned to the manufacturer on 30may2019. Corresponding fields and narrative updated accordingly. Update 12jun2019: additional information received on 12jun2019 from the global product complaint database. Entered updated device specific safety summary (dsss). Updated the medwatch fields with device information, the european and canadian (EU/ca) device information, malfunction from unknown to no, and the device returned to manufacturer date from 30may2019 to 08may2019. Added date of manufacturer for the suspect humapen savvio blue device associated with product complaint (B)(6) . Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 12jun2019 in the b.5. Field. This is a downgrade report, which no longer meets the criteria for expedited reporting. No further follow up is planned. Evaluation summary: a male patient reported that the injection screw of his humapen savvio device was broken. The patient experienced increased blood glucose. Investigation of the returned device (batch 1403v12, manufactured march 2014) found the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. There is no evidence of improper use or storage.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a physician who contacted the company to report adverse events and a product complaint (pc), concerned a male patient of unknown age and origin. Medical history and concomitant medication were not provided. The patient received human insulin isophane suspension (rdna origin) injections (humulin n) from cartridge, via reusable pen (humapen savvio, unknown body type and humapen savvio graphite) up to four times a day, from 20 units to 41 units. Route of administration, indication for use and start therapy date were not provided. On an unspecified date after starting human insulin isophane suspension therapy, the amount human insulin isophane suspension being delivered by his humapen savvio (unknown body type) did not match the amount dialed for the injection and the supply was jerky with apparent inconsistent pressure on the delivery button. This broken pen (pc (B)(4), lot number unknown) caused him damaged for infection cause (as reported). On (B)(6) 2019, he started to use the new humapen savvio graphite. On the night of (B)(6) 2019 at 18.30 hours, his savvio pen (graphite) broke (pc (B)(4) / lot number unknown), and he was unable to have the injection on time, so his blood sugar level went up to 32 (no units or reference ranges were provided) and was closed to passed away; this event was considered serious due to its medical significance. On an unknown date, he had experienced military injuries incurred as a combat medical officer. He had bulbar amyotrophic lateral sclerosis (als) (sometimes referred to as primary lateral sclerosis) with multiple spasms of upper body specifically affecting pulmonary and neck regions. He was disabled with this terminal illness. His military injuries were not helping his diagnosis. The event of primary lateral sclerosis was considered serious due to disability. Reportedly, he would stop breathing while he was talking. Information regarding corrective treatment, outcome of the events and human insulin isophane suspension treatment status was not provided. The operator of the pen was his caregiver and his/ her training status was not provided. The general humapen savvio (unknown body type) duration of use, general humapen savvio graphite duration of use and the suspect humapen savvio (unknown body type) duration of use were unknown. The suspect humapen savvio graphite duration of use was four weeks. The action taken for both humapens was unknown. Humapen savvio graphite was available and its return was expected. The humapen savvio (unknown body type) was returned to the pharmacy and its return was not expected. The reporting physician assessed the event of high blood sugar was related to human insulin isophane suspension treatment and to the humapen savvio graphite. The reporting physician did not provide an assessment of relatedness between the event of infection and human insulin isophane suspension treatment and related it to the broken pen (probably to the other humapen savvio, unknown body type). The reporting physician did not provide an assessment of relatedness between the remaining events and human insulin isophane suspension treatment or humapen savvio graphite or humapen savvio, unknown body type. Update 07-mar-2019: additional information was received from initial reporter on 01-mar-2019. Added one serious event of primary lateral sclerosis, non-serious event of military injuries, device age for humapen savvio graphite. Updated the as reporter type to physician of the initial reporter, as reported causality for the events of high blood sugar to humapen savvio graphite and infection to humapen savvio, unknown body type. Updated the causality statement and narrative with new information. Edit 07mar2019: updated medwatch and european and (B)(4) (EU/(B)(4)) fields for expedited device reporting. No new information added.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a physician who contacted the company to report adverse events and a product complaint (pc), concerned a male patient of unknown age and origin. Medical history and concomitant medication were not provided. The patient received human insulin isophane suspension (rdna origin) injections (humulin n) from cartridge, via reusable pen (humapen savvio, unknown body type and humapen savvio unknown color) up to four times a day, from 20 units to 41 units. Route of administration, indication for use and start therapy date were not provided. He was also on human insulin (rdna origin) injections (humulin r) via pre-filled pen (kwikpen) and started on unknown date. Dosage regimen and indication for use was not provided. On an unspecified date after starting human insulin isophane suspension therapy, the amount human insulin isophane suspension being delivered by his humapen savvio (unknown body type) did not match the amount dialed for the injection and the supply was jerky with apparent inconsistent pressure on the delivery button. This broken pen ((B)(4), lot number unknown) caused him damaged for infection cause (as reported). On (B)(6) 2019, he started to use the new humapen savvio unknown color. On the night of (B)(6) 2019 at 18.30 hours, his savvio pen (unknown color) broke ((B)(4)/ lot number unknown), and he was unable to have the injection on time, so his blood sugar level went up to 32 (no units or reference ranges were provided) and was closed to passed away; this event was considered serious due to its medical significance. On an unknown date, he had experienced military injuries incurred as a combat medical officer. He had bulbar amyotrophic lateral sclerosis (als) (sometimes referred to as primary lateral sclerosis) with multiple spasms of upper body specifically affecting pulmonary and neck regions. He was disabled with this terminal illness. His military injuries were not helping his diagnosis. As of (B)(6) 2019, his humulin kwikpen had inappropriate spring mechanism. He was damaged fighting alongside american troops and was disabled military veteran. The event of primary lateral sclerosis was considered serious due to disability. Reportedly, he would stop breathing while he was talking. Information regarding corrective treatment, outcome of the events and human insulin isophane suspension treatment status was not provided. The status of human insulin was not provided. The operator of the pen was his caregiver and his/ her training status was not provided. The general humapen savvio (unknown body type) duration of use, general humapen savvio unknown color duration of use and the suspect humapen savvio (unknown body type) duration of use were unknown. The suspect humapen savvio unknown color duration of use was four weeks. The action taken for both humapens was unknown. Humapen savvio unknown color was not returned to the manufacturer. The humapen savvio (unknown body type) was returned to the pharmacy and its return was not expected. The reporting physician assessed the event of high blood sugar was related to human insulin isophane suspension treatment and to the humapen savvio unknown color. The reporting physician did not provide an assessment of relatedness between the event of infection and human insulin isophane suspension treatment and related it to the broken pen (probably to the other humapen savvio, unknown body type). The reporting physician did not provide an assessment of relatedness between the remaining events and human insulin isophane suspension treatment or humapen savvio unknown color or humapen savvio, unknown body type. The reporter did not provide the relatedness opinion between the events and human insulin treatment. Update 07-mar-2019: additional information was received from initial reporter on 01-mar-2019. Added one serious event of primary lateral sclerosis, non-serious event of military injuries, device age for humapen savvio graphite. Updated the as reporter type to physician of the initial reporter, as reported causality for the events of high blood sugar to humapen savvio graphite and infection to humapen savvio, unknown body type. Updated the causality statement and narrative with new information. Edit 07mar2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 21mar2019: upon internal review of information received on 27feb2019, updated device coding associated with (B)(4)from a humapen savvio graphite to a humapen savvio unknown color, and additional information received on 20mar2019 from the global product complaint database was processed together: entered the device specific safety summary (dsss) and updated the medwatch and european and canadian (EU/ca) device fields for the suspect device associated with (B)(4). Corresponding fields and narrative updated accordingly. Update26-mar-2019: additional information was received from initial reporter on 21-mar-2019. Added the new suspect drug and a concomitant device. Updated the as reported causality and listedness for the event with new suspect drug. Updated the line listing comment and narrative with new information. Update 27-mar-2019: additional information was received from the affiliate on 21-mar-2019. (B)(4)(tr (B)(4)) was rejected due to the pc was cancelled and all information was added to (B)(4). No new adverse event or product information was received.

Manufacturer narrative:
B.5. Narrative field; new updated and corrected information is referenced within the update statements in b.5. Please refer to statement dated 21mar2019 in the b.5. Field. No further follow up is planned. Evaluation summary: a male patient reported that the injection screw of his humapen savvio device was broken. The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.